Event description:
It was reported that it took long time to remove the foley catheter after one day of placement. There was a mushroom shaped balloon which might be the reason it took long time to remove.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it took long time to remove the foley catheter after one day of placement. There was a mushroom shaped balloon which might be the reason it took long time to remove.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks observed. The balloon was passively deflated in 2 minutes and 53 seconds with no cuffing, mushrooming, or leaks noted, returning 10ml of solution. The device history record review and labeling review was not required as the investigation was unconfirmed. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.